Event description:
It was reported that the system with this right atrial (ra) lead showed high, out of range (oor) pacing impedances. An automatic lead safety switch was triggered. Lead evaluation was recommended to determine the origin for the observed oor impedances. The crt-p and this ra lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).